Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by manufacturer: the device was returned for analysis. A pusher wire and coil were returned. The coil was found detached from the wire. The coil was inspected and no damage was found. The pusher wire was inspected and was found kinked. Also, the interlocking arm is separated, the interlocking arm was not returned. Microscopic inspection of the coil zap tip and the interlocking arm of the coil were inspected and no anomalies were noted. Microscopic inspection of the interlocking arm of the pusher wire was not performed since it was found separated, and the interlocking arm was not returned. Outer diameters of the mid solder joint, distal tfe, and proximal tfe of the pusher wire were within specification. Outer diameter of the distal solder joint of the pusher wire was not performed since it was separated. Outer diameters of the zap tip and primary coil, and the number of fiber bundles of the main coil were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user: " dfu instructions were not followed since dfu indicates the use of continuous flush, however intermittent flush was applied, also it is possible that the tip of the introducer sheath was not firmly seated in the hub of the microcatheter causing premature deployment." (B)(4).

Event description:
Reportable based on device analysis completed on 28jan2018. It was reported that the coil became detached inside the catheter. Vascular access was obtained via contralateral approach. The target lesion was located in the moderately tortuous internal iliac artery. A 12mm x 30cm interlock¿ was selected for use. During the procedure, when the coil was advanced inside a non-bsc catheter, it was noted that the coil became detached inside the catheter. The coil was removed together with the catheter as a unit. The procedure was completed with another of the same coil. No patient complications reported and the patient's status was good. However, device analysis revealed that an interlocking arm of the coil was missing.